Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing receiving a line blocked alarm. The patient was walked through changing the cassette, tubing, and infusion site, which was completed successfully. The patient reported observing a kinked cannula upon removal of the infusion set, which was believed to have caused the line blocked alarm. The event occurred while in use with patient and there was no patient injury.